Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found both side bail covers and the lower case were broken, battery contacts were compressed, and one side bail was missing. (B)(4).

Event description:
It was reported the hangar broke off when moving hanger. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.